Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the patient was currently on antibiotic therapy as the infection was not resolved yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the ins was explanted due a skin and pocket infection. It was reported that the patient factors that may have led to or contributed to the issue was that the skin eroded. The rep reported that x -rays were taken,a surgical intervention occurred, and there was excision of the infected tissue. The issue was not resolved at the time of the report. It was noted that the patient will be re implanted when the infection is resolved. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.